Event description:
It was reported that the superion indirect decompression spacer broke into three pieces during an implant procedure. The physician confirmed the patient had pre-existing osteophytes causing resistance; however, no excessive force was used during the procedure and the implant was properly connected to the inserter. A different spacer of the same model was used successfully to complete the procedure. The spacer was retained by the facility, and therefore, was not returned for analysis.